Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. The retention shelf pack was visually inspected with no issues being identified; shelf pack label was present. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® blood collection tube buffered sodium citrate 0.3ml - 0.109m has been found without a label. The following has been provided by the initial reporter: the customer reported that there was no label containing the information such as the cat# and expiratory date on the shelf carton.